Event description:
It was reported that over sensing and high, out of range, ventricular pacing lead impedance was noted. No intervention was performed. The patient will be monitored.

Manufacturer narrative:
(B)(4).